Manufacturer narrative:
(B)(4).

Event description:
The health care professional reported that the patient would like an explant, since he had not used the device for quite some time. It was likely the patient had not used the device since 2013. The patient was at the hcp's office for other treatments when the issue was identified. No troubleshoot was performed and the battery had been dead for several years. An explant may be scheduled. Indications for use include failed back surgery syndrome. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was explanted on (B)(6) 2016 without issue.